Event description:
Reported event of readmission to the hospital due to lagb revision from journal article "one-year readmission rates at a high volume bariatric surgery center: laparoscopic adjustable gastric banding, laparoscopic gastric bypass, and vertical banded gastroplasty-roux-en-y gastric bypass", j. Saunders, et al (2008) obes surg 18:1233-1240 springer science. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii medwatch sent to FDA on: 13/nov/08. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Based on the probable implant date, the taper type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Multiple requests for further information to clarify the event of "lagb revision" have been made. Allergan has received no response from the authors. As it is unknown at this time if the lap-band system caused or contributed to the event of "lagb revision", we are reporting it. Additionally, in the absence of a more specific event description, we have opted to code the event as "surgery related complication/observation"."complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."